Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 open and unused samples with the needle detached from the thread and the thread still wound on the pack. Without closed samples we cannot carry out an analysis in order to take a decision. However, taking into account that the 3 open samples received have the needles detached from the threads and the threads are still wound on the packs, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: considering that the open samples received do not fulfill b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the open samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the needles are separated from thread in the pack and they observed this problem 5 times. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.